Event description:
It was reported by the patient that their heart rate was 39 bpm but the device was set to 60-70 bpm. Follow-up with the clinic determined that they had recommended the patient go to the hospital for a device check but there was no indication if the patient had done so. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.